Event description:
Reportable based on device analysis completed on 09 feb 2024. It was reported that visualization issues occurred. The stenosed target lesion was located in the left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the image could not be shown. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the imaging window was twisted.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspection revealed the imaging window was twisted. Impedance test shows an electrical open in the proximal end of the catheter between 130-140 cm from the distal housing.